Event description:
It was reported the device was used during a video assisted throrascopic surgery. It was reported by the rep. Cartridge fell into the pt when the dr retrieves the cartiridge and finished the case without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for eval.